Event description:
A patient generated a cea result of <0.5 ng/ml on the architect i2000 analyzer and upon repeat, the result was 529.40 ng/ml. Subsequent testing of the sample on the architect confirmed the result of 529.40 ng/ml was correct. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current architect i2000 labeling, and the information provided including the complaint text. The architect system operations manual provides multiple probable causes and corrective actions to assist the customer with resolving discrepant results. The probable causes for erratic results include probe issues, loose tubing connections, and trigger dispense issues and cracked trigger sensors. The complaint information notes the field service engineer (fse) replaced probes, repaired a loose wash station tubing, and replaced a damaged trigger sensor to resolve the erratic patient results issue. A complaint review found there have been no additional incidents of erratic result generation by architect i2000 (B)(4), since the fse serviced the analyzer and replaced the damaged trigger sensor. The current rate for architect i2000 erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the erratic patient results was the damaged trigger sensor. The loose wash station tubing and malfunctioning probes may also have contributed to the erratic results issue. The actual cause of the erratic patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the architect i2000 processing module list no. 08c89-01 related to the issue under investigation. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.